Event description:
It was reported via repair work order that there was a reduced in brake force due to malfunctioned scorpion brake plate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that there was a reduced in brake force due to malfunctioned scorpion brake plate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as the issue was resolved by the technician recommending the brakes be replaced with the customer contacting stryker if assistance was needed.